Event description:
During surgery, a lens was being implanted in the patient's eye when the haptic broke off the lens after using the yamane technique. The lens was removed the same day, and a new lens was implanted without any issues. No patient injuries were reported.

Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia product and based on our experience we have determined that the following factor may have cause or contributed to the reported issue is but is not limited to: misplacement of the lens. This which may occur during ovd application, the cannula may catch the edge of the lens or haptic; thus, removing the lens off the "track" which is inside the cartridge. This may also cause the lens to fold improperly. The lens should fold in a "u" shape and if it does not this will cause the lens to not eject correctly and could even cause the lens to get damaged. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.